Event description:
It was reported that this right ventricular (rv) lead got fractured. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.